Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the implantable cardioverter defibrillator exhibited non-sustained right ventricular over-sensing due to post-paced t-wave over-sensing. The patient did not receive therapy during the over-sensing. Programming changes were discussed. No interventions were made at this time. There were no consequences to the patient. The patient will continue to be monitored.